Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) analysed the system remotely and confirmed that the wired footswitch was not working. Upon troubleshooting, rse found that the wired footswitch cable was broken and corroded due to some kind of liquid. To resolve the issue, wired footswitch was ordered and replaced by the customer. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wired footswitch was failed. The device was in clinical use at the time the issue occurred. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.